Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump "completely failed". The customer declined follow up from tandem technical support. Customer is currently out of warranty.